Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 30.3 mmol/l (545.4 mg/dl) with ketones present, while wearing the pod between 24 and 36 hours on the hip/buttocks area. A correction was administered using the pod, but the bg levels did not decrease. Upon inspection, insulin was noticed to leaking out. The pod was removed and the cannula was found to had dislodged from the infusion site and bent. A manual insulin injection of .5 units was administered by advise of medical staff over the phone, to treat the hyperglycemia and a new pod was applied.